Event description:
The PICC line was placed in 2005. The catheter was secured with tape and tegaderm dressing. Tape was placed on the catheter body. The clinician used a 10cc syringe with a 3cc flush. The pt was restrained and immobile. The family members noticed that the catheter was leaking the next day and the catheter was separated below the oval disk. A hickman repair kit was used to repair the catheter. The catheter separated again three days later and the catheter clotted off. No medications were used, the pt was receiving fluids. A new PICC line was placed to complete therapy. No harm to the pt or add'l hospitalization required.